Event description:
More pain after first and second injections (pain) [pain[. Continues to have swelling in knee [joint swelling]. Pain in knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a female patient, initials (B)(6). The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc (hylan g-f 20) injection at a dose of 2 ml. The lot number of synvisc was not provided. The patient experienced "more pain after first and second injections" and on (B)(6) 2012, the patient received her last synvisc injection with a shot of cortizone. After her last injection, the patient continuously had swelling and pain occasionally in the knee. The action taken with synvisc treatment was not provided. The outcome for the event of "more pain after first and second injections" was provided. The events of continued swelling and pain in knee were not recovered. Concomitant medications were not provided. The intensity for the events of "more pain after first and second injections," continued swelling and pain in knee was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch record for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.